Event description:
Information was received from a patient, receiving an unknown drug via an implantable infusion pump for non-malignant pain, regarding an external device. It was reported that for "a long time" when the patient tried to bolus, the handset freezes at 90%. The patient also stated when the handset freezes they get a code but they do not know what the code is, but it was red and they have to tap on 'restart'. The agent reviewed service code 338. The agent reviewed data and assisted the patient in deleting the data. The patient was able to connect to the pump with no lag. The patient would call back if they needed further assistance.

Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.